Manufacturer narrative:
Visual examination of the returned used, item 00509220600, found bur broken off at the flute sweepout. Examination performed could not find any discrepancies with machined flute critical dimension. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 20 complaints regarding 25 devices for this device family and failure mode.(B)(4). Per the instructions for use, the user is advised the following; always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through out the complaint system.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the facility that the 00509220600, 2 x 7.5 mm side cutting bur, broke during the shoulder dislocation part of a shoulder arthroscopy on (B)(6) 2019. The piece was successfully retrieved using graspers. There was a reported delay of 10-minutes and the procedure was completed using another of the same type of bur. The was no patient or user impact or injury reported. This report is being raised based on device malfunction with potential for injury upon reoccurrence.